Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: january 12, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the lens was coated in viscoelastic residue and cut in half. The lens was cleaned and inspected, and no further issues were identified. During the product evaluation it was confirmed that the physical characteristics of the lens matched a drt150 model lens. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section e1: phone number: (B)(6). Section h3:the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4619 - hm-halo vision- surgical intervention required; 4619 - visual disturbance- dysphotopsia- requiring surgical intervention. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A preloaded multifocal iol (model drt) was implanted in the patient¿s left eye. Postoperatively, the patient experienced dysphotopsia with halos and hazy vision, resulting in dissatisfaction. It was confirmed that the issue did not impact patient's daily activities. The lens was explanted during a secondary procedure and replaced with a non-johnson & johnson lens. Pre-op refraction: 0.75/0.25/030; post-op refraction: +0.25/-1.25-170. No incision enlargement, vitrectomy, sutures, or additional medications were required. The patient¿s outcome is good and no injury reported. No further details provided.